Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 1627487-2020-31599. It was reported the patient was not receiving effective stimulation on their right side. Diagnostic testing revealed high impedance values on patient¿s left lead. Reportedly, the patient had a fall. Surgical intervention was undertaken wherein the left extension was explanted and replaced. This addressed the issue. It is unknown which extension had high impedance and was explanted, therefore both extensions are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.